Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical samples or photographs of the incident were submitted for evaluation. The defect cannot be confirmed due to insufficient evidence supporting the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. A follow up will be issued if any additional information becomes available.

Event description:
As reported by the user facility: blood line burst inside. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.